Event description:
A physician reported that an ophthalmic blade was found to be dull. The scheduled procedure was cataract surgery in the left eye. There was no patient harm. This report pertains to one of two reports received from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).